Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Beginning in (B)(6) 2018 their device is malfunctioning. The patient had an adjustment and the device is shocking them all over so they want to meet a manufacture representative (rep) to do an adjustment. The doctor¿s office is closed tomorrow so they were told to call to have a rep meet them at the emergency room (ER). The patient was redirected to follow up with their healthcare professional (hcp). An email was also sent to the local reps. The rep responded that they have been in contact with the patient and directed them to their hcp. The rep indicated that they spoke to the patient on (B)(6) 2019. They had a rep available to meet at their hcp office on (B)(6) 2019. At this point they do not think a call back is warranted. No further complications we re reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.